Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was unable to be confirmed or duplicated. This issue will be internally investigated within vyaire.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event with vent inop and gas leaks in the blender area during stand by. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly, three-way valve, and safety solenoid assemblies. Upon receiving the replacement parts, the device will be returned to service specifications.

Event description:
The customer reported while using the vela ventilator, the device displays ventilator inoperable alarms. The issue occurred while on patient. The customer reported the respiratory therapist was close and replaced the ventilator. The customer reported there is no patient consequence associated with the event.